Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. PMA/510(k): k011028 and k013227.

Event description:
It was reported that two dental implants located in unknown positions, failed due to fracture. The doctor confirms that the dental surgical procedure was completed with other implants and that the patient did not suffer any negative impact on his health.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) an impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) and impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) and unknown legacy zimmer screw were returned for investigation. Visual inspection of the as returned products identified bone / tissue attached to the implant external threads. Fracture at the collars and screw fracture found inside tsvwb10. Device history record (DHR) review was completed for the subject lot numbers (1227948 and 1228782). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (1227948 and 1228782) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.